Event description:
It was reported that during a procedure, the right atrial (ra) and right ventricular (rv) leads were accidentally damaged. The physician opted to remove the damaged leads and replaced them with new leads successfully. No additional adverse patient effects were reported. The ra and rv leads were retained by the hospital.

Event description:
It was reported that during a procedure, the right atrial (ra) and right ventricular (rv) leads were accidentally damaged. The physician opted to remove the damaged leads and replaced them with new leads successfully. No additional adverse patient effects were reported. The ra and rv leads were retained by the hospital.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The "unintended use error caused or contributed to event" investigation conclusion code was selected based on the field report of the device being used incorrectly. These issues are covered in the applicable instruction for use (IFU) document.